Manufacturer narrative:
On 5/21/2020, during an internal review of the file, it was noticed that it was incorrectly reported in section h10. Of the 3500a initial MDR that the device had been discarded. This was incorrect since bwi received additional information indicating the device was not available for return, but it was not explicitly reported that it was discarded. As such, the following statement is being corrected from "the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed." To "additional information received indicates that the device is not available for return, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a male patient underwent an atiral fibrillation (afib) ablation procedure on (B)(6) 2020 with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (cva) requiring no interventions. During the ablation there were some slight increases in the impedance value. The system impedance cut off was never exceeded. The physician noticed the impedance increase on his own and came off ablation manually by the ¿stop¿ button or the foot pedal. The patient was stable throughout the procedure. The generator was used in power control mode. The ablation was performed between 30-40 watts anterior, anterior septum and coumadin ridge. 50 watts of power were used posteriorly. The temperature and impedance range are unavailable. At an unspecified point, the patient developed cva with some visual impairment. It is unknown when the physician was made aware of the patient¿s condition. The patient received a magnetic resonance imaging (MRI); however, there¿s no indication that any medical/surgical intervention or if extended hospitalization was required. Patient¿s outcome is unknown. The physician believes there was char on the catheter during the case which may have caused the adverse event; however, the catheter was not visualized for char upon removal from the patient's body; therefore, char was not confirmed. The customer¿s reported issue of impedance increase is considered not MDR reportable since the user-defined cut-off was not exceeded the the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote.